Manufacturer narrative:
The hill-rom technician replaced the caster to resolve the issue.

Event description:
Info rec'd indicated the left head caster was swiveling or ratcheting while the brake was set.